Event description:
It was reported that during a prostatectomy procedure, upon reloading the instrument with a new cartridge, the instrument would not function. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/07/2007. Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and the left shroud pinion axle support were found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the manufacturing process.